Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the external force being applied to the distal end by the handling. Olympus stated the appropriate handling of gf-uct180 and the counter measures against abnormalities in the instruction manual of gf-uct180.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Checked the subject device and found that the reported phenomenon was caused by a shock such as dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was a gap on the glue around the ultrasound transducer of the distal end. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.